Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2026. It was reported that there was a broken lead/lead damaged/lead cut. The wires were coming out. The cause of the issue was unknown. It was unknown whether the issue was resolved. They went to the doctor today and they mentioned that because their wires were coming out they would not want to make an adjustment. They also mentioned that when they went there they were advised that everything was okay and that they should not be worried.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2026 explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2026 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.